Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in the process. After resetting, the same malfunction code did not recur, and the customer was advised to continue using the pump and to contact technical support if the issue reappeared. The customer acknowledged and understood the instructions.